Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device and verified that the event code was in the device's memory.  Physio then cleared the device's memory and the event code did not return.  Physio installed a new battery and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device was showing a red "battery/maintenance" indicator and required service. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that the unit had a service wrench present and had an event code in the memory indicating that defibrillation may not be able to be delivered, if it were necessary.